Event description:
Pt was having MRI of back at an out pt facility. Has implanted prometra ii programmable pain pump (intrathecal). First part of MRI non contrast completed. When pulled from the scanner to give contrast for 2nd part of the study, pt was noted to be unresponsive with no pulse. Crr x 10 minutes, intubated, bagged, and transported to our facility for emergent care. Suspect drug overdose as prior to MRI 15.598 ml in the chamber and post arrest pump with draw 4ml remained. None done at the imaging facility. Dose or amount: 125 ug, 0.5 mg, frequency: daily, route: intrathecal. Dates of use: (B)(6) 2017. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced: no. Is the product compounded: no. Is the product over-the-counter: no. Name and strength: fentanyl 250 mcg per ml, bupivacaine, 1mg/ml, MFR/compounder: basic home infusion.